Event description:
It was reported that the device was used during a subtotal gastrectomy. It was reported that the stapler was used to close the duodenal stump during the procedure. The stapler seemed to close and fire properly. The case was completed without incident. Post-operatively, however, the patient was diagnosed with a leak and is under observation. The surgeon feels the staple line did not fall apart, but that it did leak causing the complications. The surgeon hand sutured to complete the case. The patient has not recovered in the normally expected time frame and is still under observation. The device was discarded.